Event description:
Claims record received ad 03 jan 2023. I have a depuy asr/metal on metal implant that is shedding high levels of chromium and cobalt in my blood and I'm due to go through revision surgery shortly. Unfortunately I was never contact by j&j after my surgery in 2008 to monitor levels of these metals in the blood. I'm inquiring about any compensation channels directly from j&j without going though litigation and the the like. In review of your 2021 annual report it appears that these claims are still being addressed in several jurisdictions, but I prefer not to follow that path if at all possible. I'd appreciate an opportunity to discuss my situation. Doi: 2008. Dor: unknown. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.